Manufacturer narrative:
A complete lead was returned in one piece measuring 58.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant procedure, high capture threshold, high pacing impedance were observed on right ventricular lead. The physician did not implant the lead and replaced the lead. The patient was stable post procedure.